Event description:
It was reported that, after an unspecified surgery performed on (B)(6) 2020, the patient experienced a suspected infection and leachate. A revision surgery was performed on (B)(6) 2020 to address this adverse event. A lgn cr high flex xlpe sz 5-6 11mm insert was explanted. The current status of patient¿s health is unknown.

Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a revision was performed due to suspected infection and ¿leachate¿, which is believed to be exudate; however, clarification had not been provided as of the date of this assessment. It was communicated that the requested documentation was not available for inclusion in the medical investigation. The clinical root cause of the revision was reportedly infection; however, the source of infection is unknown and could not be identified based on the information provided. The assessed patient impact is the reported infection and ¿leachate¿ and the revision. Further impact could not be determined. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.